Manufacturer narrative:
Additional information was received that the positive end expiratory pressure valve was recommended for replacement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the unit to mechanically ventilate as expected during use. The patient was manually ventilated. There is no report of patient injury.